Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a sample. We received the complete catheter, the y-piece, and the stylet. Microscopic examination showed that the stylet was correctly assembled into the y-piece. The stylet was pulled out of the y-piece. Kinks were found in the stylet at 15 cm from proximal. The catheter returned was found undamaged. A review of the batch history records for 8178424 was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. We received four (4) complaints for batch no. 8178424. There are three (3) similar complaints for code 4g07125223 regarding stylet removal issues with a stylet pulled out from the y-piece within the last 3 years but none of them were manufacturing-related. This query covers all complaints that have come to our attention worldwide. Corrective action: based on the investigation, no defects were found in the returned sample, therefore, no further corrective action will be initiated at this time.

Event description:
Upon placement, the stylet became detached from the hub and was retrieved.

Event description:
Upon placement, the stylet became detached from the hub and was retrieved.

Manufacturer narrative:
The defective device will be returned to the manfucturer for device evaluation, and complaint investigation. The results of this investigation are still pending, and the results will be comunicated within 30 days of its conclusion.